Event description:
A device was returned due to a trilogy evo requiring a preventative maintenance. No allegations or indications of malfunction have been reported. During the evaluation, the trilogy evo oxygen blending module subassembly failed a system leak verification test step during testing. There was no harm or injury reported. The oxygen blending module subassembly was replaced to address the issue.